Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported a patient underwent a hernia repair procedure on (B)(6) 2015 and straps were used. During the procedure, the white tip of the device detached and fell into the patient. The piece was retrieved. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device with the cannula cap detached from the cannula tabs and missing involved in this event was returned for evaluation. Upon evaluation, it is possible that the cannula cap detached due to excessive forces applied to the device during use. After testing, device was disassembled and no damages were found on the internal components; indication of excessive forces could have being noted on the cap that was not returned for analysis.